Event description:
It was reported that during the extraction of the competitor right ventricular lead, the right atrial lead was found to have high pacing threshold and low impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory was performed and no anomalies were found. Concomitant product: 1388 lead, implanted (B)(6) 2005. (B)(4).